Event description:
It was reported that the customer experienced high blood glucose and insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.